Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing of noise on the right ventricular (rv) channel, causing pacing inhibition with asystole of greater than two seconds. The patient experienced a fall in their kitchen due to the inhibition of pacing and was hospitalized. Multiple high out of range shock impedance measurements of greater than 125 ohms was also observed. The ICD remains in service and no additional adverse patient effects were reported.